Manufacturer narrative:
The generator as received operated normally and the complaint could not be duplicated.

Event description:
It was reported that during a lumbar rf procedure, the machine did not work. Troubleshooting efforts were unsuccessful and backup equipment was not available. It was decided to cancel the remainder of the procedure. The pt did not require any intervention or treatment as a result.